Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that, during post-operative recovery of this inflatable penile prosthesis (ipp) procedure, the device exhibited improper inflation and deflation. The physician observed signs of a potential loss of fluid, as the saline volume in the reservoir consistently decreased. A week later, a revision surgery was performed, during which a leak due to a small hole at the distal tip of the right cylinder was identified; therefore, cylinders and pump were removed and replaced. No patient complications were reported.